Event description:
It was reported that the pacemaker exhibited oversensing due to electromagnetic interference (emi) with noisy signals being detected on the non-(B)(6) lead. This was confirmed during the patient's previous follow-up, leading to the non-(B)(6) lead being deactivated. No adverse patient effects were reported. This pacemaker remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).